Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported while in fill 3/5 of pd treatment the patient received "m31 air detected in cassette" alarms. The patient checked the patient line and confirmed the connection was tight and did not see air bubbles in the patient line or heater bag line. Treatment was cancelled and when the patient removed the tubing set she reported fluid leaking from the cassette and on the cycler where the tubing set was inserted. Additional follow-up was made with the patient's contact, who confirmed there was no issue with overfill and no injury as a result of the reported fluid leak. The patient was not requested to come into the clinic and no prophylactic medication was provided as a result of the reported fluid leak, and the patient did not require any medical intervention or additional treatment. The patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment when the issue occurred. The patient was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without further issue. The sample was discarded.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.